Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the inner proximal set up joint (suj) and the inner distal suj to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal suj was analyzed and the reported 32101 error was confirmed and replicated. In logs, no errors were found reporting to the proximal. The proximal was then installed onto golden system with returned distal (sn: (B)(6)) and 32101 was replicated on startup, with error logs pointing to the act board (distal). The distal and proximal was then separated and 32101 error followed distal. No faults occurred on the proximal in normal mode. Tested proximal on pft where it passed all tests. After testing was complete, visual inspection found no faults related to the reported event. As a result of these findings, failure analysis concluded that the distal was the root cause of this issue, and the proximal was the wrong part sent back. The complaint was confirmed based on the field evaluation and failure analysis. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The distal suj was analyzed and the reported 32101 error was confirmed and replicated. In logs, the 32101 error was found indicating a high side switch error on the act pca, confirming the fault occurred in the field. Upon visual inspection, no issues were found the would be related to the reported event. The unit was installed onto a golden system and the unit triggered error 32101 at start up in normal mode. The unit was then installed onto a pftp and the unit failed to release the wrist brakes. Installed a golden act and retested the unit with passing results. Reinstalled the original act and tested again will failing results. As a result of these findings, failure analysis was able to conclude that the act pca was found to be the root cause of the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to electrical defect of the suj and related to non-device related factors.

Event description:
It was reported that prior to start of da vinci-assisted cholecystectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report the site was experiencing a recoverable fault 32101 on universal surgical manipulator (usm) 3. Prior to calling in the site tried recovering fault and rebooting the system with no change. Tse had site perform hard reboot with no change. Site was continuing using 3 usms. Site called back after some time and mentioned they swapped the psc out with another system's psc. Caller stated they powered it on and it showed ready, but they wanted to check. Tse viewed system logs and didn't see any errors in the logs after the system reboot. The procedure was completed with no reported injury.